Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Performed manual sound test and passed. The customer complaint was confirmed because reported fault could be reproduced. No sound was heard from the receiver after manual test.. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.